Event description:
It was reported that the patient presented for device replacement due to the device at elective replacement indicator (eri). Before the procedure, device interrogation showed an inadequate capture threshold on the left ventricular (lv) lead. Programming changes were made. Fluoroscopy in the left anterior oblique showed lv lead around the lateral heart border with pacing poles anteriorly accounting for the suboptimal pacing vector. The lead remains implanted. There were no adverse health consequences to the patient.